Event description:
The customer initially reported that the device had an ECG fault. It was clarified that the battery was not charging. There was no reported patient or user involvement and no adverse patient/user impact.